Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor leaked from the distal luer connector during patient infusion. A non-baxter check valve was connected to the luer when the device leaked. The device was filled with fluorouracil (5-fu) having total fill volume of 105ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h4, h6(update codes), h11. H4: the lot was manufactured between september 3, 2025 and september 5, 2025. H11: the actual device was received for evaluation. A visual inspection of the sample showed that a tubing line connector (non-baxter product) was attached to the infusor luer. A functional leak testing was performed by filling the bladder with green color water to the nominal volume. After fill, no evidence of leak was observed from the device and the tubing line connector. The device was monitored until the next day and no evidence of leak was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.